Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and peritoneal adhesions ("pelvic peritoneal adhesions") in an adult female patient who had essure (batch no. B2480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome. Concomitant products included cholecalciferol (vitamin d) and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, peritoneal adhesions (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), arthralgia ("pain in my right hip/ buttock area"), seasonal allergy ("allergic or hypersensitivity reaction type: seasonal allergies"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and menorrhagia ("abnormal bleeding(menorrhagia)/ abnormal(heavy) menstrual cycles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (surgery (other) type of surgery: lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, peritoneal adhesions, vaginal haemorrhage, dysmenorrhoea, dyspareunia and fatigue outcome was unknown, the arthralgia was resolving and the seasonal allergy and menorrhagia had resolved. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, peritoneal adhesions, seasonal allergy and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: the previous event injury nos was replaced with new events: fallopian tube perforation, peritoneal adhesions, vaginal haemorrhage, arthralgia , seasonal allergy, dysmenorrhoea, dyspareunia, pelvic pain, fatigue , menorrhagia were added. Previously reported event ¿severe physical injuries¿ deleted and case became valid. Reporter, patient demographic information, other relevant history, product stop date, product batch number, concomitant medication added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), peritoneal adhesions ("pelvic peritoneal adhesions") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure (batch no. B2480-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy induced hypertension and gestational diabetes. The patient has no history of abnormal periods, pelvic pain, abnormal vaginal discharge, and breast mass or lumps. Concurrent conditions included irritable bowel syndrome and retroperitoneal fibrosis. Family history included breast cancer, coronary heart disease, depression (mother, maternal uncle), diabetes (mother, father, paternal grand father, al grand mother, maternal grand father), hypertension (father), prostate cancer (paternal grand father), skin cancer (maternal grand mother, mother) and arthritis (paternal grand father). Concomitant products included cholecalciferol (vitamin d) and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 2 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced peritoneal adhesions (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), arthralgia ("pain in my right hip/ buttock area"), seasonal allergy ("allergic or hypersensitivity reaction type: seasonal allergies / allergic or hypersensitivity reaction type: seasonal allergies"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding(menorrhagia)/ abnormal(heavy) menstrual cycles") and hypomenorrhoea ("a day or two of spotting in her last two cycles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy with left ureterolysis and lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, peritoneal adhesions, uterine haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and hypomenorrhoea outcome was unknown, the arthralgia was resolving and the seasonal allergy and menorrhagia had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypomenorrhoea, menorrhagia, peritoneal adhesions, seasonal allergy and vaginal haemorrhage to be related to essure. The reporter commented: as per medical record, she had total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure devices with left ureterolysis and lysis of adhesions performed on (B)(6) 2016. Trailing coils: 4 , right-3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral falopian tubes occlusion hysteresalpingogram: bilateral essure devices are present, approximately 15 cc of sinografin was injected through the cervical canal. Essure removal finding on (B)(6) 2016: slightly enlarged bulbous uterus with bilateral tubes and visual essure. Normal-appearing ovaries. Extensive adhesions from prior c-section and probable left sided tubal partial tubal perforation of the essure with resultant extensive fibrosis in the left pelvis. On (B)(6) 2016, gross description: right fallopian tube: 5.5 cm in length, 0.6 cm in diameter; palpable within mid portion and proximal aspect, involving 3.8 om segment, structure consistent with intraluminal device; device, however, not identified on sectioning through right cornu. Left fallopian tube: 6.8 x 0.8 cm, with fimbria, with palpable intraluminal device noted within proximal to mid portion of fallopian tube, consistent with sterilization device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming vaginal bleeding) and also confirmed events fallopian tube perforation, pelvic pain, fatigue, dysmenorrhea, menorrhagia, peritoneal adhesions, abnormal bleeding, dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), peritoneal adhesions ("pelvic peritoneal adhesions") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. B2480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy induced hypertension and gestational diabetes. Concurrent conditions included irritable bowel syndrome and retroperitoneal fibrosis. Family history included breast cancer, coronary heart disease, depression (mother, maternal uncle), diabetes (mother, father, paternal grand father, al grand mother, maternal grand father), hypertension (father), prostate cancer (paternal grand father), skin cancer (maternal grand mother, mother) and arthritis (paternal grand father). Concomitant products included cholecalciferol (vitamin d) and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, peritoneal adhesions (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), arthralgia ("pain in my right hip/ buttock area"), seasonal allergy ("allergic or hypersensitivity reaction type: seasonal allergies"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal(heavy) menstrual cycles") and hypomenorrhoea ("a day or two of spotting in her last two cycles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy with left ureterolysis and lysis of adhesions) and surgery (surgery (other) type of surgery: lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, peritoneal adhesions, uterine haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and hypomenorrhoea outcome was unknown, the arthralgia was resolving and the seasonal allergy and menorrhagia had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypomenorrhoea, menorrhagia, peritoneal adhesions, seasonal allergy and vaginal haemorrhage to be related to essure. The reporter commented: as per medical record, she had total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure devices with left ureterolysis and lysis of adhesions performed on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral fallopian tubes occlusion hysterosalpingogram: bilateral essure devices are present, approximately 15 cc of sinografin was injected through the cervical canal. Essure removal finding on (B)(6) 2016: slightly enlarged bulbous uterus with bilateral tubes and visual essure. Normal-appearing ovaries. Extensive adhesions from prior c-section and probable left sided tubal partial tubal perforation of the essure with resultant extensive fibrosis in the left pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming vaginal bleeding) and also confirmed events fallopian tube perforation, pelvic pain, fatigue, dysmenorrhea, menorrhagia, peritoneal adhesions. Most recent follow-up information incorporated above includes: on 28-feb-2018: medical record received. Reporter added. Patient¿s demographic detail, relevant history, family history added and lab data updated. New events uterine haemorrhage and a day or two of spotting in her last two cycles was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.